Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The drill guide, low-profile (part number rbl2300, batch number l1705013) was returned for evaluation. The returned drill guide was visually examined under magnification and had physical batch number l1705013. The drill guide showed signs of wear across the surfaces of the guide. There were scratches and slight wear observed on the top surface of the guide. The cannulated guide portion was broken off the handle, at the transition point between the two. The fractured surface was approximately transverse to the long axis of the guide, crossing at the very edge of the cannulated section. The fractured surface was very rough and dull, indicating a brittle fracture from a single overload event. This type of failure could be observed due to an applied bending load on the handle of the drill guide during use. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined.

Event description:
It was reported during surgery the drill guide tip broke. It was also reported that the surgeon recovered the broken piece. The surgery was completed with the other drill guides after a 15-minute delay. There were no other adverse patient consequences reported.